Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after receiving an occlusion alert. The patient stated that no kinks were observed in the tubing. The patient was instructed to disconnect the tubing from the infusion site and perform the fill tubing step, during which insulin drops were observed. The patient then reconnected the tubing to the infusion site. The patient confirmed that pre-filled cartridges were used and that no insulin had been added to or removed from the cartridge. The patient was advised to contact support again if the occlusion alert recurred. The patient reported that blood glucose levels were affected, with a highest reported value of 283 mg/dl, and remained above range for approximately one hour. The patient did not use back-up therapy, did not perform ketone testing, and reported no recent steroid use. No professional medical intervention or additional assistance was required, and no immediate health effects were reported. Follow-up attempts were made to assess whether blood glucose levels had returned to range; however, the patient could not be reached after multiple attempts, and the case was closed with the understanding that it would be reopened if the patient contacted support again. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.